Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor had pause episodes due to undersensing. Stored electrograms indicated the presence of loss of pocket contact resulting in inappropriate pause episodes. The patient was stable and would continue to be monitored.